Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose level was 540 [blood glucose increased] the plunger moves up and down by gravity without applying pressure to the cartridge [device issue]. Case description: this serious spontaneous case from spain was reported by a consumer as "blood glucose level was 540(blood glucose increased)" with an unspecified onset date, "the plunger moves up and down by gravity without applying pressure to the cartridge(device plunger issue)" with an unspecified onset date, and concerned a 58 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy". The patient's height, weight and body mass index were not reported. Medical history was not provided. On an unknown date the insulin was administered with the new pen, but upon returning home, it was observed that the blood glucose (blood glucose) level was 540 (units not reported). Upon inspecting the pen, it was noted that the plunger moved up and down by gravity without applying pressure to the cartridge. Batch numbers: novopen echo plus: pvgfb30 . Action taken to novopen echo plus was not reported. The outcome for the event "blood glucose level was 540(blood glucose increased)" was not reported. The outcome for the event "the plunger moves up and down by gravity without applying pressure to the cartridge(device plunger issue)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation result: name: novopen echo plus, batch number: pvgfb30 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed the last given dosage upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected all pre-set doses. All mechanical functions including the function of the piston rod, were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm: the piston rod will only move correctly when a cartridge is mounted in the pen. If only the cartridge holder without a cartridge mounted the locking function of the piston is not activated and the piston rod can move freely. During examination of the product, no irregularities related to the complaint were detected. Since last submission the ase have been updated with the following: "malfunction", "is non reportable", "current location of device", "device available for evaluation", "returned to manufacturer on field updated". "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. Narrative updated accordingly. Final manufacturer's comment: (B)(6)2025: the suspected device (novopen echo plus) has been returned to novo nordisk a/s for the investigation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been re-viewed and found to be normal. Since no faults were found on the returned device no-vopen echo plus and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia. H3 continued: evaluation summary name: novopen echo plus, batch number: pvgfb30 a visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed the last given dosage upon receipt. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge and the memory display reflected all pre-set doses. All mechanical functions including the function of the piston rod, were found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm: the piston rod will only move correctly when a cartridge is mounted in the pen. If only the cartridge holder without a cartridge mounted the locking function of the piston is not activated and the piston rod can move freely. During examination of the product, no irregularities related to the complaint were detected.